Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low pacing impedance measurements down to 220-230 ohms. Oversensing of noise and high pacing threshold measurements were also observed. Later in time, surgical intervention was performed and the pace/sense portion of this rv lead was abandoned and replaced. The shocking portion of this rv lead remains in service. No additional adverse patient effects were reported.